Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.the omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported a red and painful insertion site. The customer went to the doctor who diagnosed a staph infection on patient's arm from the pod. The doctor prescribed oral and topical antibiotics for infection and ibuprofen for discomfort. The pod was worn between 24 and 36 hours. The customer noted that pod was discarded.